Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation. The most probable cause of the white residue on air water channels both sides was cause not established and for melted in the c-cover and melted in the distal end plastic cover was cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited white residue on air water channels both sides, melted in the c-cover, and melted in the distal end plastic cover. There was no patient involvement.